Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed two days prior (patient age, gender and weight are unknown). According to the complainant, the wire, after only partially advancing, became stuck in stent catheter. The deliver system could not be pushed and the wire could not be pulled out. After removal of the wire, it was indicated that the ptfe coating was completely stripped and the wire completely tangled. Procedure completed with "another system."there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed a torn sheath approximately 97.5-114cm measuring from tip of blue sheath end. The blue sheath end damaged and corrugated between 73-83cm measuring from tip. A dimensional analysis of the corewire o.d. Was conducted and found the measurements to fall within the device specifications where there is no sheath damage. The cause of the reported malfunction is undetermined.